Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colorectal resection procedure. The manual stapling handle was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, replaced with another device. There was no patient harm. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia ultra universal device. Functionally the device could not be loaded with a representative reload. The internal components of the instrument were reviewed, and it was determined that a component was not assembled during the manufacturing process. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the misassembled component was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.